Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event, of the touchscreen not responding to touch, was not confirmed. The returned system monitor was checked by technical service. The system monitor operated properly. The touchscreen was re-calibrated. The system monitor was tested and returned to the customer. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in sep 2005. The packaged system monitor (part number 1286a) was placed into inventory on 02 feb 2016. The unit was issued to a patient by the customer in sep2014; the patient expired in (B)(6) 2014 (reported under MFR # 2916596-2015-02031). Per equipment records, the unit was not issued to another patient thereafter. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor's touchscreen was not responding. The unit was exchanged and returned for repair.